Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 13.2mm, vicm5_13.2, -10.50 diopter, implantable collamer lens tore/broke during injection/delivery into the right eye (od). The lens was implanted and removed intraoperatively with no patient injury. A replacement lens was implanted at a later date and the problem resolved.